Manufacturer narrative:
A replacement breast pump was sent to the customer. On (B)(6) 2017, a medela clinician followed up with the customer at which time she stated the she was previously treated for mastitis. She was using her pump in style breast pump when she developed mastitis. She was prescribed dicloxacillin 500mg q6h x 7days then again at 500mg bid for 10days.  Her mastitis has since resolved. The product was received and evaluated by quality engineering on 04/29/2017. A damaged mounting post on the faceplate was found. See attached product evaluation.  However, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer reported to customer service that the suction on her pump in style advanced breast pump was low and that she had a clogged duct.